Event description:
History of previous back surgery with instrumentation. Following a motor vehicle accident, the instrumentation became very loose; one of the rods came out of the system and the system was completely unstable. Old instrumentation removed and replaced.